Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 76" and "defib disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect pace/defib engine board was returned. The reported malfunction was observed and attributed to the high voltage capacitor on the pace/defib engine board. The customer indicated the replacement high voltage capacitor resolved the malfunction. Analysis of reports of this type has not identified an increase in trend.